Event description:
Customer reported that pump battery was depleting faster than normal. No additional information was received regarding the impact on the customer's blood glucose level. Customer declined follow-up from technical support, and no corrective actions were documented.